Event description:
An implant card was received on (B)(6) 2013 stating that the patient had a full revision due to a lead discontinuity and was a replaced with a new generator and lead. Lead impedance was ok with a final 1406 ohms. Product analysis on the explanted generator was completed on (B)(6) 2013. Electrical test results showed that the pulse generator performed according to functional specifications, and the battery was 60.2% consumed. Product analysis for the lead is still underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed lead and generator met all specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was going to have her vns generator and lead replaced and that her vns is not working. Additional information revealed that the patient started having a rare shock on (B)(6) 2012 which prompted the physician to decrease her output current to 2 ma, but later on she started to have more shocks. X-rays were taken and reviewed by the physician where they could not find any anomalies with the lead. It was determined that it might be a micro fracture so they decided to schedule the patient for surgery. According to the physician the patient was left on with a decreased output current of 1.5ma since the physician did not want to turn of the vns device because it controlled her seizures, and feeling a bit of a shock was better than increase of seizures. The physician also stated that no increase in seizures was observed after the even, or after decreasing the output current. It was reported that the patient experienced a lot of falls in the past since she rides horses. The patient had her lead and generator replaced on (B)(6) 2013. The generator and the lead were returned to the manufacturer for product analysis. Analyses of the returned product are underway. Reviewed the DHR for the 302-20, sn (B)(4). No unresolved non conformances were found. The device history report was reviewed and no unresolved non conformances were found.

Event description:
Product analysis on the returned vns lead was performed and completed on (B)(6) 2013. The entire vns lead was returned and a lead break was not verified and other than typical wear and explant related observations, no anomalies were identified in the returned lead portions during product analysis.